Event description:
It was reported that the week prior to this report, the hcp (healthcare provider) had difficulty aspirating fluid through the cap (catheter access port). They wanted to do a roller study to confirm that the pump was working properly. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).